Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site name), h6 (medical device problem code, investigation findings). Due to character limitation in block e1: event site name: (B)(6) hospital.

Event description:
It was reported by customer during routine check that, cardiosave intra aortic balloon pump (iabp) battery was not charging. No patient involved.

Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d9,d10,e1(telephone),g3,g6,h2,h3,h6(type of investigation, investigation findings, conclusion),h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the cart was not positioned correctly. The correct procedure for attaching the pump to the transport cart was explained to the customer. The iabp was then suitable for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave, intra-aortic balloon pump (iabp)¿s battery was not charging. No harm or injury to the patient was reported.